Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device did not stop when the foot was released from the pedal. As a result, it was reported that the perforator device plunged through the dura (located under the skull and around the brain that keeps the cerebrospinal fluid from leaking). It was reported that the devices were used together during use on a patient. It was not reported if there were any delays in the surgical procedure or if spare devices were available. There was patient involvement reported. It was unknown if there were any medical intervention or prolonged hospitalization. The patient's outcome post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
It was determined during device investigation that the customer had also returned additional devices (craniotome device and the attachment device) along with the reported devices . Alleged malfunctions were not reported against these two devices. The craniotome device and the attachment device has been included in this event and added in the concomitant medical products section. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A visual and functional assessment was performed on the device which found that the device met all functional specifications. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had hole in the outer hose near the muffler. It was determined that the cause for the hole in the handpiece outer hose was due to normal wear. It was determined that the device was energized with air pressure from an autolube foot control device. The assignable root cause of the component damage was determined to be due to normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:correction: device availability: the device availability was inadvertently documented as (B)(6) 2017 in the initial report. The date returned to manufacturer was corrected to (B)(6) 2017. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.